Event description:
Procedure: vats. According to the reporter: the staples did not form properly. There was air leakage due to malformation of the staples. The first squeeze of the firing handle was all right but after that it looks like it went of its track. Blood loss was reported as more than 250cc. Surgery was extended approx one hour. Another stapler was used to close the lung. After surgery the pt stayed in ic for over one week.